Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The vibrator did vibrate when it was supposed to during the self test. Not only that, it did vibrate when insulin pump settings were saved.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was not vibrating even if set to audio and vibrate mode. The customer¿s blood glucose level was 98 mg/dl at the time of the incident. Customer stated that insulin pump was beeping. The insulin pump will be returned for analysis.